Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to an unlocked keypad connector. The functional testing could not be completed due to the unresponsive buttons. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
The customer called and reported the insulin pump alarmed with a motor error. Customer's blood glucose was not known. The insulin pump had not been dropped or exposed to a strong magnetic field. Customer was following a back-up plan and had discontinued use of the device. The customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.